Manufacturer narrative:
(B)(4).

Event description:
Allegedly, the patient suffered a fall resulting in a modular neck fracture.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).